Event description:
It was reported that, it was alleged that, "the pt underwent a right total hip replacement surgery in 1998 at the hospital." It was further alleged that, "in 2003, the femoral head component in the right hip prothesis failed and pt was operated on again on the same month." It was further alleged that, "in 2006, the right hip prosthesis failed and the pt again underwent surgery the same month, with a total replacement of all the prosthetic parts in her right hip."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs department. No additional info is available at this time. The devices are not available, due to the ongoing litigation.